Manufacturer narrative:
Batch records, final product and qc records have been reviewed for lot cov1120187. No abnormal issue was found in the manufacturing process, technical testing and quality control inspection, and the manufacturing process complied with the dmr. Test results of retention samples met the qc criteria. We have not found the complaint issue from the retained cassettes. The complaint is not verified.

Event description:
Invalid result (s). Caller stated that their test did not produce a result. Couldn't identify any user error.